Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The nature of the injury was not specified, and the patient was treated with " a chest computed tomography scan, thoracic computed tomography angiography, and an extended 29 day hospitalization." A device history record review could not be performed as the lot, batch and serial number were unavailable.

Event description:
The following was published in an article titled "assessing the impact of haemodynamic monitoring with cardiomems on heart failure patients: a cost¿benefit analysis" by pau codina, josé ángel vicente gómez, guillem hernández guillamet, laura ricou ríos, andrea carrete, victoria vilalta, oriol estrada, jordi ara, josep lupón, antoni bayés-genís and francesc lópez seguí. "During the device implementation process, a single complication arose, requiring a chest computed tomography scan, thoracic computed tomography angiography, and an extended 29 day hospitalization".